Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: >7.5, lab: 1.5. Sample drawn into a blue top tube; nurse dropped sample onto inratio strip from same blue top tube. Technical service rep explained that meter is only validated with a fresh capillary fingerstick sample and blue top tube is coated with an anticoagulant which may explain why the customer observed a >7.5 result. Nurse unable to provide pt info.

Manufacturer narrative:
Investigation pending.